Event description:
It was reported that during a knee procedure, the device was scratched. The display was completely lost, the device was inside the patient with another instrument. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was scratched. A visual inspection was performed and showed the scope to have deep distal tip damage and cracked internal lenses. This is caused by contact with another source. No manufacturing related defects were observed.